Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the vessel sealer extend (vse) instrument to perform failure analysis. At the time of this report, the customer has not issue the return of the instrument. A review of the logs for the vse instrument associated with this event has been performed by an isi failure analysis engineer (fae). The fae found no related errors to the reported incident.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the vessel sealer extend (vse) instrument got sticky and jammed. The customer removed the vse instrument and continued with a backup vse instrument. The intuitive surgical, inc. (Isi) technical support engineer (tse) found no related error in the logs and suggested to return the instrument for evaluation. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the jaws were not opening and closing. The reporter believed that the issue was caused by a mechanical issue with the vse instrument. The jaws were not stuck on tissue at the time of the event. The reporter was unable to recall if they were able to use the grip release knob to open the instrument jaws. The reported issue was resolved by swapping to a backup vse instrument.